Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. Episodes of atrial tachycardia (at)/ atrial fibrillation (af) recorded with apparent oversensing from external noise (emi) seen on the egms. Concomitant product: 6945 lead implanted: (B)(6) 2002. (B)(4).

Event description:
It was reported that the patient was admitted to the hospital after an lead integrity alert (lia) due to high rate episodes of non-sustained ventricular tachycardia (nsvt) and noise. Noise and electromagnetic interference were noted on both the right ventricular (rv) lead and right atrial (ra) lead. The patient had high short interval counts (sic) and the possibility of a partial rv and/or ra lead fracture. The device mode was reprogrammed and the leads remain in use. No patient complications have been reported as a result of this event.